Event description:
It was reported that the pump delivered too fast. It is not known under what conditions this incident occurred. There was no resultant pt consequence reported.

Manufacturer narrative:
Manufacturer's report date 12/3/97. The pump was visually and functionally tested. The inspection seal was broken and the instrument had damage to the case. Rate accuracy was performed and the instrument failed. Further evaluation revealed that the top plat was misaligned with respect to the mechanism carrier. The mechanism had moved beck from the pressure plate preventing the tubing from being completely pinched off. It is suspected that the physical damage to the instrument resulted from severe impact such as being dropped. Severe impact can result in a freelow situation. The customer will be advised to refer to service bulletin #298 for the mechanism leak test and realignment procedure taht should be performed during routine maintenance and/or when the pump has been damaged or dropped.